Event description:
The customer contact reported the device had no audible alarm tone during an alarm condition. No specific details were provided. There were no reports of any adverse events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.